Event description:
The caller states that the chair is dirty, worn out and nasty. The caller also states that the kick stand is dragging.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.